Manufacturer narrative:
Alleged failure: piece of plastic broke off. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Use error. The product was not returned for investigation therefore the reported failure mode. Was not confirmed. The reported failure mode will be monitored for future .reoccurrence . (B)(4).

Event description:
It was reported that a fragment of the device broke off during surgery. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that a fragment of the device broke off during surgery. The broken piece was retrieved and the procedure was completed successfully.